Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this programmer was reportedly burned and started emitting smoke. Product is no longer in service. Although there was a patient involved, confirmation was provided that there were no adverse patient effects experienced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Product analysis indicates that programmer had a burning smell on first boot up and that an electronic component on the printed circuit board was blown confirming the allegation.